Event description:
This case is cross referenced to cases: (B)(4) (cluster) this unsolicited case from united states was received on 28-feb-2018 from the physician. This case concerns male patient of unknown age who received treatment with synvisc one injection and after 1 day the patient experienced increased pain in both knees and both were very swollen, lost range of motion and trouble trying to walk up the stairs (latency: unknown). Also device malfunction was identified for the reported lot number. No relevant medical history, concomitant medication past drugs and concurrent condition was reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection ((lot number: 7rsl021 and expiration date: unknown) at a dose of 6 ml once (indication: not reported). On the same day, the patient completed treatment with synvisc one. On (B)(6) 2017 (after 1 day of receiving synvisc one injection), patient had increased pain in both knees and they were both very swollen. The patient stated she lost range of motion. On an unspecified date of (B)(6) 2017 after unknown latency, the patient had trouble trying to walk up the stairs. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 8-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.